Manufacturer narrative:
The customer this MDR initially reported that a discordant result was obtained on the dimension vista 500 instrument with serial number (B)(4) and the sample was repeated once on the dimension vista instrument with serial number (B)(4). Upon further investigation, siemens determined that the sample was repeated three times on the dimension vista 500 instrument with serial number (B)(4)and a discordant, falsely low cardiac troponin (ctni) result was obtained on the initial run. Siemens determined that the hemolysis index for this sample was 2, indicating that there was free hemoglobin in the sample. The phlebotomy process potentially contributed to the hemolyzed sample, which could cause sample integrity issues such as clotting. Sample integrity issues potentially contributed to the discordant, falsely low ctni results. There was no indication of an instrument malfunction. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2019-00506 was filed for the same event.

Event description:
A discordant, falsely low cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 instrument with serial number (B)(4). The initial result was reported to the physician(s). The sample was repeated three times on the dimension vista 500 instrument with serial number (B)(4), resulting lower the first time and higher in the subsequent runs. The ctni result of 0.06 ng/ml was reported to the physician(s) as the correct result. This MDR pertains to the same patient as MDR 2517506-2019-00506. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ctni results.